Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited high pacing impedance measurements and high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
New information received indicates that the pulse generator also exhibited high capture threshold. The pulse generator was explanted and replaced.